Manufacturer narrative:
The device was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction lot number updated from 1052441 to 2092741.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion with mild tortuosity in the left anterior descending (lad). A 3.0 x 26mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a perforation in the vessel, but it was unable to cross the lesion due to the anatomy. The perforation was treated with another graftmaster stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.